Event description:
The user received erroneous results from the cobas 6000 and provided creatinine kinase results for one pt sample. The original result was 0 u per l and the repeat from the same tube was 30 u per l. The original result was not reported. The field service rep found the sample probe had residual gel and debris on it. He replaced the sample probe and verified the alignment. To verify the analyzer operation, he observed the analyzer while performing qc.